Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Furthermore, noise, right atrial undersensing and pacing inhibition were observed, this was resolved with a commanded shock being delivered. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.